Manufacturer narrative:
H6: investigation summary eight open 32g x 4mm pen needle samples and four photos were returned from lot. No. 2228986, cat no. 320559. Visual examination was carried out on the returned samples and photos and seven of the returned samples were bent cannula non patient end and one returned sample was broken cannula non patient end was observed. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was broken. Report 2 of 2. The following was translated from japanese to english: np needle broken".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was broken. Report 2 of 2. The following was translated from japanese to english: "np needle broken".